Event description:
A customer reported to beckman coulter (bec) that liquid was observed under reagent probe a of their unicel dxc 600i synchron access clinical system. No erroneous patient results were generated and there was no change or effect to patient treatment associated with this event. The operator wore gloves and a lab coat while operating the instrument.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the reagent probe a collar wash valve had failed, resulting in a leak. The fse replaced the collar wash valve to resolve the leak. (B)(4).